Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an impedance anomaly. This device was successfully replaced. Other than the procedure, no additional adverse patient effects were reported. This crt-p is not expected to be returned to boston scientific, since it was retained by the explanting hospital.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an impedance anomaly. This device was successfully replaced. Other than the procedure, no additional adverse patient effects were reported. This crt-p was returned to boston scientific.

Manufacturer narrative:
The returned crt-p was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.